Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number was not valid. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press or test strip insertion and customer was unable to obtain readings. As a result, customer experienced symptoms described as nauseous, dizzy, powerless. The customer had contact with a healthcare professional who administered unspecified injection for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) and charging cable have been returned and investigated with retained strips. A visual inspection was performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to approved software and the reader was not recognized. Visual inspection has been performed on the returned adc charging cable and no issues were observed. The charging cable underwent testing and passed all test. Also, there were no open or shorts observed. The reader was further investigated and de-cased and no issues were observed upon visual inspection. The returned battery voltage was measure to be outside of specification range. A new unused battery was placed in the returned reader and the reader did not turn on. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. Applied pressure to microcontroller processor (mcp) and returned reader powered on. Therefore, this issue is confirmed due to poor soldering of the mcp. A DHR (device history review) for the fs libre reader and kit pack for verification of correct cable was reviewed and the DHR showed the fs libre reader passed all tests prior to release and correct cable was part of the kit pack. Additional information; d4 serial number has been updated based on returned product. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press or test strip insertion and customer was unable to obtain readings. As a result, customer experienced symptoms described as nauseous, dizzy, powerless. The customer had contact with a healthcare professional who administered unspecified injection for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.